Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-4/5.8/75cm xxl esophageal balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was fine.